Manufacturer narrative:
Patient information was not made available from the surgeon reporting this concern to the medtronic representative. System serial number, not available from the surgeon reporting this concern to the medtronic representative. Device manufacturing date is dependent on serial number, therefore, unavailable. (B)(6) 2014: a medtronic representative, following-up at the site, reported that to date, none of the requested details have been provided by the surgeon reporting this concern to the medtronic representative. Medtronic navigation is filing this MDR to ensure visibility to a patient event as a result of a procedure that utilized medtronic navigation's stealthstation s7 system. There is no allegation to suggest that medtronic navigation's device caused or contributed to the reported event.

Event description:
Medtronic representative, while in a training at the site on (B)(6) 2014, was advised by a surgeon that a re-operation was required on (B)(6) 2014. No further details regarding the procedure, patient demographic information, patient outcome, or the navigation system details were provided. The surgeon confirmed that they were happy with the accuracy of the navigation after registration and that subsequent procedures have been performed successfully, and without issue. There was no patient present when this issue was identified. Medtronic navigation is filing this MDR to ensure visibility to a patient event as a result of a procedure that utilized medtronic navigation's stealthstation s7 system. There is no allegation to suggest that medtronic navigation's device caused or contributed to the reported event.

Manufacturer narrative:
It was later reported by the surgeon to the medtronic rep that the alleged issue was regarding inaccuracy. No further information was provided despite multiple requests for further detail.